Event description:
Report received of a tubing separation. It was reported that the nurse initiated a routine blood transfusion. After an unspecified length of time, the nurse was standing outside of the patient's room when the patient called the nurse and stated that "she was bleeding." The nurse entered the room and observed that the tubing had "snapped off" just below the y-clave port. The end of the tubing was reported to be a "clean cut" with no jagged edges. The nurse stopped the infusion and contacted the physician. The tubing and bag of infusion blood were discarded and a new transfusion was started with a new tubing set. There was no reported blood loss from the patient, and no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed. This report represents all the information known by the reporter upon query by hospira personnel.